Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, during plunger removal, the suture was found to be broken. A new proglide suture was successfully placed using the pre-close technique. The sheath was upsized to 14f and the aaa procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initially filed report, the following information was received: the sutures of two proglide devices were successfully pre-placed. No additional information was provided.